Manufacturer narrative:
Update: fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 110 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, after deploying the main body as per the IFU, the physician advanced the delivery system so that the tip capture was above the main body device. The physician then rotated the backend thumb wheel to recapture the spindle, as usual. Then, upon attempting to remove the delivery system, it got caught on the suprarenal stents and it pulled down on a couple of the crowns. It was reported that one side of the top of the graft was folded inward, with a couple of crowns pointing down. The delivery system was then removed and the limbs were implanted in the usual fashion. An angiogram was performed which demonstrated a severe type ia endoleak, with lack of apposition of the main body graft in the neck. The physician then tried to straighten out the stent graft crowns by inflating a reliant balloon in the main body and pushing upward against the portion that was folded in. This did not work. The physician then tried to resolve the infolding, using a pigtail catheter reinforced with a stiff wire. This didn't work either. The physician then deployed a 32 endurant cuff (v0823304) to get seal and then placed a non-medtronic stent inside to reinforce the cuff and push the folded down main body crowns outward. A final angiogram was completed and it demonstrated no endoleak with complete exclusion of the aaa and good flow through the entire stent graft system. As per the physician, the cause of the event was user error. They stated that the reason the event occurred was because they failed to recognize that the delivery system was getting caught on the suprarenal struts and were too aggressive when pulling the delivery system down. No additional clinical sequelae were reported and the patient is fine.